Event description:
The rptr responded to a letter she received in regard to the er1 message. She has seen the message on occasion when testing her blood and she would repeat the test with "normal" results. On occasion, she would use the color confirmation dot which would correlate with her normal readings. She had not changed treatment, adjusted medication, called phyhsician, or went to the hosp.